Manufacturer narrative:
This is being reported because the device has been the subject of a malfunction causing death or serious injury within the past two years. Info provided was reviewed by a medical professional and it was determined that the issue currently being reported did not result in death or serious injury, did not adversely affect the clinical outcome of the procedure or would, should it recur. Device eval is not possible as device remains implanted. Investigation in process but not yet complete. Upon completion of investigation, a f/u report will be sent to the FDA.

Event description:
It was reported that during a procedure performed at a facility outside of the united states on (B)(6) 2013, the slot in the head component of two of the s-lok cannulated polyaxial screw splayed, preventing the cap screw from being assembled as intended. One of the screws was removed from the pt and replaced with another screw that was readily available. The second screw remains implanted without a cap screw assembled. The part and lot identity of the screw that remains in the pt was not provided.